Event description:
A 24mm diameter x 14 mm diameter x 13.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk and it was reported that the pt had a short and angulated aortic neck. The stent graft has migrated over time. Another MFR's device was used to repair the migration. No additional clinical sequelae were reported.